Manufacturer narrative:
Establishment name: medical corporation new city medical research association ¿(B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the deflectable videoscope experienced scope communication error codes e218. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added: d8, d10, h3, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, breakage of the circuit board in the endoscope connector or anomaly of the electrical contacts may have led to the subject event 1: ¿e218¿ and 2 ¿noise was generated, and no image showed up¿. One of the probable causes of anomaly is external stress of bumping or else during handling of the device, applying irregular load to the internal circuit board to be broken since scratches were observed on the video connector case, video connector, and light guide connector. Another probable cause is electrical contact failure with the system. However, it was unable to be specified. A definitive root cause could not be determined. The subject events can be detected by implementing in accordance with the below IFU. Instructions for ltf-s190-10 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ ¿¦inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.